Event description:
It was reported that the customer passed away at home. The cause of death was breast cancer. The customer was diagnosed 2 years ago. The caller stated that the cancer returned 6 months ago. The caller stated that the customer was on steroids due to complication of radiation therapy and he had to guess the customer's blood glucose at the time of death; it was about 200 mg/dl. The customer was not wearing the insulin pump at the time of death; she had been disconnected two weeks prior to passing, due to illness and to protect her from taking her life. The spouse was treating the customer with manual injections. The customer was using sensors but was not wearing one at the time of death. The insulin pump was disposed of with the medical waste. Hence, the serial number of the insulin pump could not be confirmed at the time of the phone call. No further information is available at the time.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.